Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2022-01553, 3006705815-2022-01434. It was reported that patient had their system explanted on (B)(6) 2022 due to ineffective pain relief and a need for a MRI.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.